Manufacturer narrative:
Distributor's name: mr.(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that there was an "optical sensor module failure" alarm generated. The iab was replaced however the same alarm was generated. The sensor connector was disconnected and a transducer was used to measure arterial pressure to continue therapy. A sheath was used for insertion, but the length is unknown. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. The guide wire was also returned inside the iab lumen. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy that there was an "optical sensor module failure" alarm generated. The iab was replaced however the same alarm was generated. The sensor connector was disconnected and a transducer was used to measure arterial pressure to continue therapy. A sheath was used for insertion, but the length is unknown. There was no patient injury reported.